Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had not reported the symptoms and treatment. Customer's blood glucose level of 500 mg/dl/. Customer stated that pump cap is chipping off and running high blood glucose level of mid 500 mg/dl. Troubleshooting was performed customer states they are unable to remove the battery cap on their pump. The customer states they were not able to remove the battery cap. Customer states they do have a large, flat-head screwdriver. Customer states they were not able to remove the battery cap. Just chips off the cap. Customer was instructed to monitor the pump closely. The product is expected to be returned for analysis.